Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) the device displayed a "defib fault 76" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The customer was contacted for the return of the suspect product. The customer responded indicating that the device was sent to a third party repair facility and they do not have a status for the return of suspect product at this time. This claim will be re-opened in the event product is received for evaluation.